Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one essure coil") in a female patient who received essure for female sterilization. In 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain. The patient was treated with surgery (laparoscopic tubal ligation, operative hysteroscopy with essure removal on (B)(6) 2014). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was proper placement of essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced migration of one essure coil (seen as device dislocation) and around 3 months after insertion, operative hysteroscopy with essure removal was required. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented device dislocation during essure use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue envolv. In the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced migration of one essure coil (seen as device dislocation) and around 3 months after insertion, operative hysteroscopy with essure removal was required. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented device dislocation during essure use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one essure coil"), device expulsion ("malposition of essure device location of device: uterine wall"), embedded device ("malposition of essure device location of device: uterine wall") and fallopian tube perforation ("perforation fallopian tube(s),") in a 42-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho-cyclen) from 2008 to 2014 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage") and fallopian tube spasm ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage"). In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (operative hysteroscopy with removal of displaced essure), surgery (operative hysteroscopy with removal of displaced essure) and surgery (operative hysteroscopy with removal of displaced essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, fallopian tube perforation, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, device dislocation, device expulsion, embedded device, fallopian tube perforation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: insertion date were (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic, lab data, essure indication permanent birth control by bilateral occlusion of the, lot number 857591,new events , perforation (fallopian tube(s)), complications or problems that occurred at the time of your essure placement and possible tubal spasm or blockage and malposition of essure device location of device: uterine and pain wall were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure device broke"), fallopian tube perforation ("perforation fallopian tube(s),"), device dislocation ("migration of one essure coil") and embedded device ("malposition of essure device location of device: uterine wall") in a (B)(6) year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho-cyclen) from 2008 to 2014 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage") and fallopian tube spasm ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage"). In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and complication of device removal ("after several unsuccessful attempts, the uterus had to be curetted in order to remove the device"). The patient was treated with surgery (surgical removal of coils ¿operative hysteroscopy with removal of displaced essure; d&c). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, embedded device, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, device breakage, device dislocation, embedded device, fallopian tube perforation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: insertion date were (B)(6) 2011 essure device is seen extending into the uterine wall with a 1-2 mm very thin rim of uterine tissue separating the device from the peritoneal cavity. Essure device, medial to left fallopian tube removed from uterine wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes.; on (B)(6) 2014: malpositioned in left fallopian tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: device breakage and complication of device removal event was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure device broke"), fallopian tube perforation ("perforation fallopian tube(s),"), device dislocation ("migration of one essure coil") and embedded device ("malposition of essure device location of device: uterine wall") in a 42-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho-cyclen) from 2008 to 2014 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage") and fallopian tube spasm ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage"). In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain") and complication of device removal ("after several unsuccessful attempts, the uterus had to be curetted in order to remove the device"). The patient was treated with surgery (surgical removal of coils ¿operative hysteroscopy with removal of displaced essure; d&c), surgery (surgical removal of coils ¿operative hysteroscopy with removal of displaced essure; d&c), surgery (operative hysteroscopy with removal of displaced essure) and surgery (operative hysteroscopy with removal of displaced essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, embedded device, complication of device insertion and fallopian tube spasm outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, complication of device removal, device breakage, device dislocation, embedded device, fallopian tube perforation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: insertion date were (B)(6) 2011 essure device is seen extending into the uterine wall with a 1-2 mm very thin rim of uterine tissue separating the device from the peritoneal cavity. Essure device, medial to left fallopian tube removed from uterine wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes.; on (B)(6) 2014: malpositioned in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the essure device broke"), fallopian tube perforation ("perforation fallopian tube(s),"), device dislocation ("migration of one essure coil") and embedded device ("malposition of essure device location of device: uterine wall") in a 42-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho-cyclen) from 2008 to 2014 for birth control as well as lisinopril since (B)(6) 2009. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage") and fallopian tube spasm ("the doctor was unable to place the essure in the plaintiff's right fallopian tube due to possible tubal spasm or blockage"). In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("after several unsuccessful attempts, the uterus had to be curetted in order to remove the device, difficulty removing the device"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"). The patient was treated with surgery (surgical removal of coils ¿operative hysteroscopy with removal of displaced essure; d&c), surgery (surgical removal of coils ¿operative hysteroscopy with removal of displaced essure; d&c), surgery (operative hysteroscopy with removal of displaced essure) and surgery (operative hysteroscopy with removal of displaced essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, embedded device, complication of device insertion, fallopian tube spasm, complication of device removal and abdominal pain lower outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, complication of device removal, device breakage, device dislocation, embedded device, fallopian tube perforation, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: insertion date were (B)(6) 2011. Essure device is seen extending into the uterine wall with a 1-2 mm very thin rim of uterine tissue separating the device from the peritoneal cavity. Essure device, medial to left fallopian tube removed from uterine wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes.; on (B)(6) 2014: malpositioned in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received. New event, " abdominal pain lower " was added. Concomitant drug was added. Onset dates were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.